Manufacturer narrative:
Other applicable components are: product ID 37751 lot# serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the recharger (insr) "refused to charge the ins". Per the patient it showed the "actual device" and the charger on the screen, and when plugged in it showed it was getting current, but still wouldn't charge. The patient confirmed the insr was dead, and they were instructed to plug the desktop charger (dtc) into the insr, at which point the patient reported an "I with a circle" and a "square device" and a battery parallel from each other that were "both blank", which was likely the "charge your insr" screen. The insr was "humming" or making a loud beeping noise. It was reviewed that the patient should do an insr reset, at which point it was noted the day prior they were able to get the screen saying the dtc and insr were not connected to disappear, but only for a minute and then it went back to the empty insr battery screen. After attempting two re sets the insr was still beeping without the patient pressing any buttons. The green button was pressed and they saw the reposition antenna screen, though a charge session had not been started. The dtc was plugged back into the insr and again it started beeping and they saw the "charge your insr' screen. The patient reported they did not feel stimulation, which they first noticed that morning. The stimulation was set high enough to feel it in their legs due to their pain. The patient had tried charging the ins the day before knowing it would otherwise shut down, but they couldn't due to the insr issue. It was also noted that they had a problem with the ins taking a charge, that a full charge only lasted for 2-3 days, and that it took 6-8 hours to get a full charge instead of 4. Due to these issues the patient was not moving fast. Additional information was received when the patient received the replacement insr, which did not resolve the issue. The patient noted that the insr was fully charged when fist received, but about a week later it was dead and would not accept a charge. Per the patient they charged the new insr once without plugging it in like they told to, and the second time they plugged in the dtc but it wouldn't accept the charge, though it "charged the unit somewhat". The ins still needed to be charged, and would "run out in the next two hours". It was confirmed the dtc connector pin was bent, but straightened it and confirmed the insr was charging and saw the insr charging screen. A replacement dtc was sent to the patient, and additional information later reported that the patient lost stimulation again that day waiting for the replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having a problem with their ins; the patient clarified that their ins was not charging completely. The patient stated that the ins was staying charged for 2-2.5 days and it was taking four or more hours to charge. The patient said that all coupling bars were filled and it charged fine, but after 2-2.5 days the ins just shuts off. The patient said it doesn't give them any warning and it just about knocks them to their knees when it shuts off. The patient also reported that they were in a lot of pain at moment. The patient said they always hurt, it never stops, but when the ins is on it just brings the pain down to where it is tolerable. The patient said they needed a manufacturer representative present at their doctor's appointment on (B)(6) 2018; an email was sent to the field. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting they had not yet met with a manufacturer representative and that they were still concerned about their stimulator. The patient stated they would call their health care provider to get assistance from them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient letter reporting that the circumstances leading to the charge only lasting 2-3 days was that the programming had gone "crazy" and a manufacturer representative had to reprogram the device. Per the patient this issue and taking 6-8 hours to charge had been that way for a long time, and that the cause of the recharger beeping and showing a reposition antenna screen was likely the desktop charger. The replacement charging devices resolved the implant charging issues "for now". No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the recharger (c0370335) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient has had problems with the ins for years. They previously worked with a manufacturer representative (rep) who had to "shut the programming down and reprogram the whole device". It has been giving the patient problems ever since and has always taken 4-6 hours to charge. The patient did not know the cause. The patient stated they had a hard time getting a connection through the skin. They stated the ins was getting old and they had an appointment to talk to a rep. No further complications were reported or anticipated.